Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. Watermark was observed at the base of the tail indicating the sensor being properly inserted. The returned sensor was de-cased and main components had been removed during de-casing. Sensor case was snapped during de-casing the returned battery was measured and all range was within specification range. Unable to perform smu (source measurement unit) test. Sensor thermistor and poise voltage testing was performed and all result were within specification. An extended investigation was performed. Visual investigation has been performed on returned de-cased sensor, observed molex connector to be removed from the pcba. Unable to extract data due to the damaged molex connector. The returned sensor was de-cased and visual inspection was performed on returned sensor's pcba (printed circuit board assembly); damage was observed on the molex connector due to de-casing and unable to re-soldered/repaired due to the solder pads coming away from the pcba. Unable to perform smu (source measurement unit) testing without the molex connector connected. Therefore, issue is unable to test. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. Section h6 (investigation findings) code c20 (no findings available) was selected, as adc was unable to perform further testing on the returned device. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted. N/a was selected for g4 as it is unknown if the user was using android, ios, or a fs libre reader with the fs libre 3 sensor.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.